Event description:
Info received that the brakes will hold but swivel. No injury reported.

Manufacturer narrative:
Stretcher located in basement repair shop. Tech found that the brakes will hold but swivel replaced stem and horn (B)(4) to resolve problem.